Event description:
After sensory and motor testing the error message "unsafe probe" was displayed on the generator. The probe was replaced but the issue remained. The procedure was cancelled. There were no adverse consequences to the patient. Further troubleshooting determined the issue was due to the intermediary cable.

Manufacturer narrative:
One neurotherm adaptor cable nt generator to disposable was returned for evaluation. A short circuit was noted between the constantan connector pin and copper probe connector port as well as the copper connector pin and the constantan probe connector port. Further investigation revealed the twisting of the ¿electrode end connector¿ wires found on the adapter cable, consistent with the short circuit observed and the reported error message. Review of the device history record was not possible as the lot number is unknown. The cause of the twisted wires is consistent with damage during use.